Manufacturer narrative:
A field service engineer (fse) went to the customer site to evaluate the problem. The fse found the instrument giving wash temperature errors and the temperature not registering. The fse replaced the drv2 board and verified all temperatures. Customer to run quality controls (qc) and fse will follow-up on monday. Follow-up with the customer found they are still having bf table and substrate temperature issues. The fse returned to the customer site and replaced the slv 2 board and ran tt3 samples without errors. Customer ran qcs the next day and confirmed no further issue. The most probable cause of the reported event is related to failure of the slv 2 board. The aia-2000 service, operator's, and training manuals were reviewed and found to clearly address calibration, operation, maintenance, error codes and troubleshooting pertaining to the aia-2000 system. [3035] pretreatment-detection table temperature lower limit error cause: the pretreatment-detection table temperature decreased to below the lower limit (standard: 30). The current measurement will be flagged (io flag) and new measurements will be suspended. Solution: reset the main power. Contact tosoh service center or local representatives. [3038] washer temperature lower limit error cause: the washer temperature decreased to below the lower limit (standard: 30). The current measurement will be flagged (io flag) and new measurements will be suspended. Solution: reset the main power. Contact tosoh service center or local representatives. [3045] detector temperature upper limit error cause: the detector temperature exceeded the upper limit (standard: 40). The current measurement will be flagged (io flag) and new measurements will be suspended. Solution: reset the main power. Contact tosoh service center or local representatives. [3047] washer temperature upper limit error cause: the washer temperature exceeded the upper limit (standard: 40). The current measurement will be flagged (io flag) and new measurements will be suspended. Solution: reset the main power. Contact tosoh service center or local representatives. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA (B)(4).

Event description:
On (B)(6) 2016, the customer called tosoh technical support (tts) to report receiving error code 3045 (detector temp upper limit), error code 3047 (washer temperature upper limit error), and error code 3035 (pretreatment-detection table temperature lower limit error) during use of the aia-2000 analyzer. Tts advised the customer to run a background check and then run patient samples. The customer called back on (B)(6) 2016 as the problem persisted. The customer now reported receiving error code 3038 (washer temperature lower limit error) and error code 3047. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of patient results for prog, fsh, lh ii and prl. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.